Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photo confirmed the leak. The photo indicated that there was a leak on the glass plate that protects the instrument's ultraviolet lightbulbs. The customer's complaint that the leak originated at the photoactivation module's outlet line, could not be confirmed since the photoactivation module could not be seen in the photo. The root cause for the leak could not be determined based on the available information. The device history record review did not result in any related nonconformances and this kit lot had passed all lot release testing. No further action required. This investigation is now complete. Correction: device manufacture date: 12/02/2016. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e736 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e736 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned kit photo is still in progress. A supplemental report will be filed when the analysis of the kit photo is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a photoactivation module leak. The customer stated that the leak was coming from where the tubing connects to the photoactivation module. The customer reported that this was the tubing that connects the photoactivation module to the recirculation bag. The customer stated that they observed the leak during the final buffy coat collection phase of the treatment. The customer reported that they had the photoactivation chamber door open and were visually monitoring the final buffy coat collection process when they observed the leak. The customer stated that upon observing the leak, they immediately pressed the stop button. The customer reported that the treatment was then aborted with no return of blood/products to the patient. The customer stated that given that the leak was visually witnessed as it occurred during the final buffy coat collection, the customer was able to confirm that the patient did not receive any non-sterile blood or fluid. The customer reported that they did not suspect that the leak had occurred at any time prior to the final buffy coat collection. The customer stated that the patient was stable before, during, and after the procedure, and did not have any vital sign changes due to the blood loss. The customer reported that they had administered a saline bolus to the patient in order to replace the patient's fluid volume as a preventative and not a reactive measure. The customer confirmed that the patient's medical status was not affected by the blood loss. The customer stated that no medical interventions, follow up appointments, or blood transfusions were ordered for the patient. The customer reported that the patient was discharged in stable condition, and would return in approximately four weeks' time for their next extracorporeal photopheresis (ecp) treatment. The customer stated that the leak was contained to the glass plate and plastic tray inside the photoactivation chamber and that no powered components or connections came in contact with the leak. The customer reported that they were able to clean up the leak and would not require service. A photo was submitted for investigation.